Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported seroma-late and rupture on right side, device has been explanted. The device may have caused or contributed to the adverse event and therefore should be considered device related.